Event description:
It was reported that when using the bd pyxis¿ medstation¿ es intermittent biometric identifier (bioid) login failures occurred, and the system did not recognize user fingerprints. The issue occurred multiple times on the affected unit. The customer rebooted the station and cleaned the bioid reader; however, the issue persisted.however, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device's biometric identifier (bioid) scanner had intermittent communication due to connection instability. A field service engineer (fse) performed onsite testing, verified functionality, checked device manager settings including universal serial bus (usb) power management, reseated the scanner usb connection, rebooted the station, tested using hardware test application, and confirmed successful biometric login with the customer to resolve the issue. As a proactive measure the fse inspected and tested bioid, barcode scanner, and keyboard; reseated pyxibus cable and rebooted station. The system functioned as intended after the field service engineer repaired the device.